Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Additional devices listed in this report: catalog number dwf604b, aequalis ascend flex std ptc stem size 4b, lot number aa7358019. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. As described in the complaint, patient's infection was only on the surface of skin, they shaved the infected skin surface and used an electric knife to stop the bleeding. They did not perform revision so there won't be any devices to be returned for investigation. According to the surgeon the infection has nothing to do with the implants.

Event description:
The patient has infection and will have surgery on (B)(6) 2017. As the patient's infection was only on the surface of skin, they shaved the infected skin surface and used an electric knife to stop the bleeding. They did not perform revision so there won't be any devices to be returned for investigation. The surgeon said that the infection has nothing to do with the implants.